Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. The patient was treated with amikacin 250 mg for seven days (route and frequency not reported) and fortacef 1 gram daily for fourteen days (route not reported) for peritonitis. Action taken with dianeal and extraneal therapies was not reported. The outcome and patient recovery status of the event were not reported. No additional information is available.